Event description:
It was report that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 440 mg/dl after a fall and blackout. The customer was treated intravenously with fluids of saline, insulin, antibiotics, iron, and potassium. The customer was released (B)(6) 2024 with issue resolved and no permanent damage.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.